Event description:
While administering an intramuscular medication, needle plunger pushed through the medication leaving medication in the syringe. Question as to how much medication the patient actually received, and the needle did not retract.